Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that during a surgical procedure in the chest cavity, the lap sponge ignited and caught fire while using the e-sep pencil. It was also reported that there was a small delay as a result of this event. It was further reported that were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a surgical procedure in the chest cavity, the lap sponge ignited and caught fire while using the e-sep pencil. It was also reported that there was a small delay as a result of this event. It was further reported that were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure in the chest cavity, the lap sponge ignited and caught fire while using the e-sep pencil. It was also reported that there was a small delay as a result of this event. It was further reported that were no adverse consequences as a result of this event and the procedure was completed successfully.